Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the alleged infection was not related to the design, manufacture, and/or sterilization of the revised implants.

Event description:
It was reported by (B)(4), an onkos sales representative, that a 32-year-old male patient with an eleos distal femur replacement underwent revision surgery on (B)(6) 2024 due to an alleged peri-operative infection.